Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during the implant procedure, the threshold measurements of this left ventricular (lv) lead were sub-optimal; however the physician elected to keep the lead as it was. One day post-implant this lead exhibited loss of capture. As such, a lead migration was suspected. No actions have been taken to resolve the issue. No adverse patient effects were reported.